Event description:
Mild gout attack in r. Foot two days after first euflexxa injection in 2007. Severe gout attack in l. Foot two days after second euflexxa injection a week later. Dolobid 500 mg bid ordered by primary physician. Awaiting third and final euflexxa injection on five days later. Dose of amount: 2ml, frequency: weekly x 3, route: intra-aortic. Dates of use: eight days in 2007. Diagnosis of reason of use: osteoarthritis of knee. Event reappeared after reintroduction: yes.